Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6).

Event description:
Healthcare professional reported rupture and pain. This relates to the left device. Device remains implanted.

Event description:
Healthcare professional additionally reported that upon explant the device was found to be intact. This record is no longer considered reportable to the FDA.

Manufacturer narrative:
Healthcare professional additionally reported that upon explant the device was found to be intact. This record is no longer considered reportable to the FDA.